Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: initial analysis of the device could not confirm the reported field experience; no anomalies were found. However, monitoring of the device continued, and it later exhibited oversensing, high impedance, and loss of output, consistent with the reported event. Further analysis found the cause to be excessive current leakage in a capacitor.